Manufacturer narrative:
Complaint conclusion: as reported, after moving the green handle down and back, the advancer tube of a 6f/7f mynxgrip vascular closure device (vcd) was not present. Hemostasis was achieved by manual compression for 30 minutes. There was no reported patient injury. The device was stored and prepped according to the instructions for use (IFU). The mynx vcd was used during an interventional procedure utilizing a retrograde approach. The deployer was mynx certified. A 6f non-cordis sheath was used. The femoral artery's suitability was confirmed through angiography, including verification of the vascular sheath introducer's insertion angle (30¿45 degrees). The device was used in an artery. The user shuttled down completely, and the advancer tube was not engaged or visible. One non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection showed that the shuttle was engaged to the black handle, while the stopcock was observed to be open, with a cordis mynx syringe attached to the unit. The catheter sheath introducer (csi) was not returned for this evaluation. The sealant was not returned for evaluation, and the advancer tube was found exposed. The sealant sleeve was fully retracted, while the balloon showed no abnormal condition. No additional anomalies were observed during this visual analysis. Per functional analysis, the inflation/deflation test was executed, and no issues related to the reported event were observed, as the balloon inflated and deflated as expected. A product history record (phr) review of lot f2521201 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿sealant-failure to deploy-advancer tube¿ was not observed through analysis of the returned device since the advancer tube was deployed on the catheter and the sealant was deployed/not returned. The exact cause of the issue experienced by the customer could not be conclusively determined during product evaluation. Based on the information available for review and product analysis, it is difficult to determine what factors may have contributed to the failure to deploy event reported, especially since the device was received with advancer tube engaged on the catheter with the sealant deployed off/not included. However, procedural/handling factors, such as an incomplete engagement of the advancer tube during deployment (even though it was reported that the user shuttled down fully), possibly contributed to the issue reported by the customer since there were no damages noted to the device. According to the product¿s IFU, which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock (definitive stop), this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Neither the product analysis, phr review, nor the information available for review suggests that the failure reported could be related to the design or manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, after moving the green handle down and back, the advancer tube of a 6f/7f mynxgrip vascular closure device (vcd) was not present. Hemostasis was achieved by manual compression for 30 minutes. There was no reported patient injury. The device was stored and prepped according to the IFU. The mynx vcd was used during an interventional procedure utilizing a retrograde approach. The deployer was mynx certified. A 6f non-cordis sheath was used. The femoral artery's suitability was confirmed through angiography, including verification of the vascular sheath introducer's insertion angle (30¿45 degrees). The device was used in an artery. The user shuttled down completely, and the advancer tube was not engaged or visible. The device will be returned for evaluation.